Event description:
I had the essure device implanted 10 years ago. My ob/gyn, dr. (B)(6), was only able to implant the coil on my left side. I started having debilitating migraines about 1.5 years ago and every pain on my left side about 7 months ago. I made an appt. With my ob/gyn and he ordered an ultrasound. The test showed the coil had migrated. I had a complete hysterectomy on (B)(6) 2013. My migraines are gone but I still have the pain in my left side. I had a CT scan and it showed no issues. I have been to dr. (B)(6), an urologist and a pain specialist and no one can explain why I have the pain.